Event description:
It was reported that the patient reported uncomfortable stimulation. Attempts to work with patient to reprogram were made, with no success. As a result, surgical intervention was undertaken on (B)(6) 2026 where the system was removed to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000179205. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.